Event description:
Caller reported she was unable to establish telemetry and auto identification did not recognize the device. Manual loading and initialization of device software did not recognize device and magnet application failed. Device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.